Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the physicians decided to post dilate the valve which ended up causing them to have to do a valve in valve procedure with a second 23mm sapien 3 ultra resilia valve. After the post dilation with a 24mm true balloon the leaflets were not functioning properly, so a second valve was inserted. The gradient was 43mmhg post implant which was believed to have been caused by a potential frozen leaflet. The second valve still had a gradient of 30mmhg so the physicians decided to end the case and see how the patient recovered. The patient is recovering as expected and doing well.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that sapien 3 ultra resilia valve was implanted in the pulmonic position within a pre-existing stent for this case. The sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was indicated only for native aortic valve and surgical bioprosthetic aortic or mitral valve replacement only. Therefore, it was off label operation for pulmonic valve replacement. The IFU/training manuals in this section is for the transfemoral (tf) procedure in the aortic/mitral position and were reviewed for relevant insights on using the s3ur with the commander delivery system. The commander delivery system with s3ur thv IFU was reviewed, along with the preparation and procedural manuals. Warnings include 'incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient prosthesis mismatch) and/or annular rupture'. Precautions note 'residual mean gradient may be higher in a 'thv-in-failing prosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting prosthesis be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible'. A review of edwards lifesciences risk management documentation was performed for this case. Pulmonic valve replacement using the sapien 3 ultra resilia valve with commander delivery system is not an indicated use at the time of implantation. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaints for leaflet motion restricted-in patient and increased gradients were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra resilia (s3ur) thv was implanted in the pulmonic valve for this case. Therefore, it is an off-label operation. As reported, 'during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position, the physicians decided to post dilate the valve which ended up causing them to have to do a valve in valve procedure with a second 23mm sapien 3 ultra resilia valve. After the post dilation with a 24mm true balloon the leaflets were not functioning properly so a 2nd valve was inserted. The gradient was 43mmhg post implant which was believed to have been caused by a potential frozen leaflet.' As reported, non-ew balloon (24mm true balloon) was used for post-dilating the valve, and the restricted leaflets were observed after the post-dilation. In this case, post-dilation with non-ew balloon could over expand or stretch on the valve, resulting in to suboptimal valve leaflets coaptation. Additionally, it is recommending to use the same ew delivery system to perform the post-dilation per training manual. As such, available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. In this case, patient had a pre-existing non-ew 27mm surgical valve; however, 2 edwards sapien 3 resilia valves with size 23mm (smaller size) were implanted with high gradients, which were 43 mmhg (first or incident valve) and 30 mmhg (second valve). Therefore, it was possible patient prosthesis mismatch, leading to the increased gradient. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. As such, available information suggests that procedural factors (patient prosthesis mismatch) may have contributed to the complaint event. A definitive root cause is unable to be determined. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.